Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the fresenius 2008t hemodialysis (hd) machine was having issues with the ultrafiltration (uf) goal defaulting to factory settings after they connected the patient to the uf goal. The rn stated the uf goal, uf time and dfr defaulted to factory settings by themselves. I was unknown if the patient was able to complete their treatment. The rn also requested for assistance on how to order the bluestar standard upgrade kit. The rn was advised to try and duplicate the problem and to swap the function board if the problem duplicates the rn was referred to the online portal for ordering the sw upgrade kit. Additional information was requested but was not received to date.

Event description:
A user facility registered nurse (rn) reported that the fresenius 2008t hemodialysis (hd) machine was having issues with the ultrafiltration (uf) goal defaulting to factory settings after they connected the patient to the uf goal. The rn stated the uf goal, uf time and dfr defaulted to factory settings by themselves. I was unknown if the patient was able to complete their treatment. The rn also requested for assistance on how to order the bluestar standard upgrade kit. The rn was advised to try and duplicate the problem and to swap the function board if the problem duplicates the rn was referred to the online portal for ordering the sw upgrade kit. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.